Manufacturer narrative:
A 13 month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were two (2) similar complaints found during the searched period, including this one. The investigation is ongoing, and therefore no cause has been established at this time.

Event description:
A customer reported software glitch with frozen screen on the aia-2000 analyzer. Technical support specialist (tss) instructed the customer to reboot the computer, but error persisted. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for progesterone iii (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) contacted the customer by phone and confirmed the reported issue. The customer stated the screen showed a "keyspan error usa19hx64p.sys" relating to the keyspan usb serial adapter. The fse had the customer replaced the usb serial adapter and the issue resolved. The customer confirmed the adapter and aia-2000 analyzer are operating as expected. No further action required by field service. The most probable cause of the reported event was due a wired communication problem of the keyspan usb serial adapter, component failure.